Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2019 and barbed suture was used. The fixation tab of the barbed suture was broken off when placing a cross stitch. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.